Manufacturer narrative:
The complainant was unable to provide the suspect device lot number.  Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail 270¿m single use laser fiber was used during a flexible ureteroscopy (furs) procedure in the kidney and ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber broke three times and sparks were observed inside the ureter during use. Reportedly, no fiber fragments fell inside the patient and no laser energy escaped outside the intended tip. The procedure was completed with another lighttrail 270¿m single use laser fiber. There were no adverse patient effects reported as a result of this event.